Event description:
It was reported that before beginning a prostate procedure, the laser systems touch-screen display went black. The pt was on the operating room table and had been anesthetized when the display failure occurred; the case was postponed and the procedure rescheduled. Pt or user outcome: "no damages to the pt".

Manufacturer narrative:
System analysis/service repair: the display was confirmed to be non functional and the touch screen board was replaced. The systems software was upgraded and the system tested and verified to mfrs specs.